Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by an affiliate, when the box of an envoy guiding catheter (77825890, 17641219) was opened, the tip was kinked. Then a prowler select plus micro catheter (606s255x, 17647635) became stuck when advancing an enterprise stent. The physician removed the prowler select plus mc and the enterprise was successfully deployed at target site. The procedure was successfully done. There was no patient injury reported. The products will be returned for analysis.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by an affiliate, during an embolization of an aneurysm in the middle cerebral artery (mca), a prowler select plus microcatheter (606s255x, 17647635) became stuck when advancing an enterprise stent. The physician removed the prowler select plus mc and the enterprise was successfully deployed at target site. The procedure was successfully done. There was no patient injury reported. Additional information indicated that the product was stored and inspected per instructions for use (IFU). There were no procedural delays due to the event. The micro-catheter did not kink or bend at any time. The concomitant devices used with the mc did not kink or bend at any time. When the prowler select was removed from the patient, there were no damages on any part of the device. (B)(4). A non-sterile prowler select plus 150/5cm was received coiled inside of a pouch. The received device was inspected and no damages were noted on it. The received micro catheter was inspected under microscope and no damages were noted on it. The ID from the micro-catheter was measured and was found within specification according. The received mc was flushed using a lab sample syringe. After that, a guide wire .018¿¿ lab sample was introduced into the received mc and it advance until the distal tip without any difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported event. The failures reported by the costumer as ¿catheter (body/shaft) ¿ obstructed with mc loss of cerebral target position¿ was not confirmed during the functional test. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event, however procedural and handling process could have contributed to the event. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
The following additional information was received indicating that this was an embolization of an aneurysm in the middle cerebral artery (mca). Both products were stored and inspected per instructions for use (IFU). There were no damages to the shipping box or the inner package of the envoy guiding catheter. There were no procedural delays due to the event. The micro-catheter did not kink or bend at any time. The concomitant devices used with the mc did not kink or bend at any time. When the prowler select was removed from the patient, there were no damages on any part of the device. Additional information will be submitted within 30 days of receipt.